Manufacturer narrative:
The base of the unit was recommended for replacement.

Event description:
The hospital the back wheel on the unit has broken off. No report the unit fell or tipped, as a result. There was no report of patient involvement.